Event description:
In 2008, the pt reported that last week she had an elevated blood glucose reading of around 500 mg/dl with her recommended range being 100-150 mg/dl. Symptoms were thirst, frequent urination, and nausea and she corrected her reading by bolusing insulin through her infusion device. She stated her current blood glucose reading is 131 mg/dl. The pt stated, she has had frequent air bubbles in her cartridge. She said she uses room temperature insulin to fill the cartridge, and air bubbles are present after she fills the cartridge. She stated, she is unable to remove them by priming. The pt was advised to not prefill her cartridges and to raise her device piston rod a few more units prior to inserting the cartridge into her device. The patient was sent a complimentary adapter and cartridge. On follow up with the pt on five days later, she stated she has not seen any air bubbles in her current cartridge and it is almost empty. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.